Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Device evaluation: the device was returned for analysis with wear and tear damage on water tank cover. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. Confirmed the reported problem as a faulty microswitch. Unable to determine who caused the reported problem. Perform preventative maintenance, replaced microswitch due to continuous disconnect alarm, replaced water tank cover due to visual damage. Device passed functional tests. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has a bad microswitch. No patient adverse events reported.